Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead is displaying low shock impedances of less than 20 ohms during the patient's vf. It is believed that during the previous device change out on (B)(6) 2016, this lead may have been nicked. This lead remains implanted. Should additional information be received, this file will be updated.